Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump's downstream occlusion (dso) seal was peeling and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence to review in the event history log. Functional testing was not able to duplicate the customer reported issue. The air detector happened to be operating as intended. The investigation determined that the dso seal was peeling. The dso seal was replaced, along with the uso seal.

Event description:
It was stated that the device's air in line was faulty. Per reporter, the fault occurred during testing. There was no patient involvement.